Event description:
It was reported that the bd q-syte¿ bi-extension set broke when attempting to remove it for changing. The following information was provided by the initial reporter: "they have used q-syte bi extension for a patient with PICC line (groshong nxt piccf 4fr wihi (7655405). When the patient came for review and when they tried to remove q-syte for changing, q-syte got broken. Similar incident was reported earlier in the same hospital (pir 3029593). As a piece of q-syte was inside the PICC, they changed the connector alone."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of component damage - no leak was confirmed upon inspection of the sample photo. Analysis of the sample photo showed that the tip of the extension was broken into another device, which could be described as a fitting connector. Bd determined that the cause of the failure was most likely attributed to misuse during application of the product. The photo shows that connection was possible to the other device. It is likely excessive force was applied to the product, resulting in the damage. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ bi-extension set broke when attempting to remove it for changing. The following information was provided by the initial reporter: "they have used q-syte bi extension for a patient with PICC line (groshong nxt piccf 4fr wihi (7655405). When the patient came for review and when they tried to remove q-syte for changing, q-syte got broken. Similar incident was reported earlier in the same hospital (pir 3029593). As a piece of q-syte was inside the PICC, they changed the connector alone."